Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested but not provided, however the customer stated that the patient was an infant.

Event description:
It was reported from the 7a unit that the rn primed the tubing set with the filter at the end per policy and connected the tubing set to the infant patient and started the intralipid infusion. The rn returned to re-assess the patient and found that the tubing set had unintentionally disconnected and was lying on the floor. It was later stated that there were no adverse effects caused to the infant from the event.